Event description:
A discordant chloride result was obtained on an advia 1650 for one pt. The result was reported to the healthcare provider. The pt sample was repeated on an advia 1800 and the corrected result was reported. There were no reports of adverse health consequences or known pt intervention due to the discordant chloride result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the mixer 2 motor and the dilution probe pipette (dpp) and reseated the reagent 1 probe. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.